Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a procedure performed on (B)(6) 2010. According to the complainant, the stent was to be placed for treatment of a malignant stricture located 5cm from the upper esophageal sphincter. The lesion was predilated up to 10mm prior to the procedure. The anatomy was reported as not tortuous. The physician tried to insert the delivery system, but due to the hard stenosis, the stent could not be passed through the stenosis. The procedure was not completed, as the physician felt that if this stent could not fit through, then another ultraflex stent would not be able to pass through the stricture either. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B)(4) - stent, difficulty crossing lesion. As the device has not been returned, boston scientific could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is operational context.